Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shutdown. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The ventilator was switched out to another device. The investigation is ongoing.

Manufacturer narrative:
H11 (corrected data): upon further review of this record, it was determined that it is a duplicate of an event previously reported under MFR report #2518422-2023-06632. Any additional information will be submitted under the initially reported MFR report #2518422-2023-06632.